Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was received cut in two pieces. The sample was inspected at 10x microscope magnification and particles, fibers, marks and viscoelastic residues were observed in the cut lens. The haptic joint was observed broken. Due to the condition of the sample received, the complaint issue identified as ¿something is in eye when light shines in it.¿ cannot be verified as this is a situation related to patient symptom. Manufacturing defects were not identified in the return samples. Manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed that this is the only investigation requested for this production order to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens model ar40e was explanted from the right eye of a (B)(6) year old female patient because the patient stated that it looks like something was in her eye when light shines upon it. Based on the description from the patient, it seems as though the "something in the eye" was the reflection of the lens. No other information was provided.